Event description:
It was reported that the patient underwent a posterior lumbar interbody fusion at l4-l5-s1 in which rhbmp-2 was used. It was reported that imaging studies showed that the patient had developed uncontrolled bone growth and resulting nerve compression at or near where the rhbmp-2 was implanted. It was reported that the patient now experiences severe injuries and damages including but not limited to chronic pain, radiculitis, emotional distress, and mental anguish.

Manufacturer narrative:
Add'l info.

Event description:
It was reported that on (B)(6) 2009 the patient presented with complaints of chronic low back pain and leg pain, l4-l5 and l5-s1 degenerative disc disease. The patient underwent the following procedures: 1. L4-l5 and l5-s1 posterior lumbar interbody fusion; microscopic dissection, radical subtotal bilateral l5 and radical subtotal bilateral l4 laminectomies for decompression of the canal bilateral l4, l5 and s1 foraminal and lateral recess outlets. 2. Interbody fusion l4-l5 using peek vertebral body spacers and autograft bone graft. 3. Interbody fusion l5-s1 using peek vertebral body spacers and autograft bone graft. 4. Posterior segmental stabilization via pedicle screw fixation bilaterally at l4; bilaterally at l5 and bilaterally at s1. 5. Real time intraoperative emg monitoring and pedicle stimulation monitoring using nim spinal system. Per op notes: they used 12 x 22 mm vertebral body spacers to get tight snug fit and restitution of the disc space height. 6.5 x 45 mm screws bilaterally at l4 and l5 and 6.5 x 35 mm screws bilaterally at s1 and a 70mm rod on each side. They placed a spacer in and appeared to get good restitution of disc space height. Sponge was placed in depths with bone morphogenic protein.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.